Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The cause traced to device design investigation conclusion code was selected based on the observation of wrinkled/bunched insulation and offset coils which likely resulted from friction force when the lead was passed through a constricted space. This type of damage has been deemed a design issue.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to difficulty positioning and difficulty moving and extending the helix. This lead was never in service. A new lead of the same model was placed. No adverse patient effects were reported.